Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was unknown. Customer stated that the pump shuts down and the display was white flashing. It was also reported that the display was blank. Customer stated that the pump shut down for about 2 minutes with no display, the majority of the time that it occurs was the morning. The insulin pump will not be returned for analysis.